Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure that had taken place in 2018 using the ibalance hto system. It was noted that the patient experienced nonunion necessitating hardware removal and revision at a mean of 1 year postoperatively. (Range 0.4 - 1.4 years).

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.